Event description:
The customer's mother stated that the customer was hospitalized with large ketones. The customer's blood glucose reading at the time of the event was 90 mg/dl. The customer was experiencing high blood glucose levels prior to being hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.